Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had a loss of therapeutic effect. The pt was in a car accident 3 months prior to the report of symptoms. The stimulation used to help the middle of his back down to his legs, but is now only helping his legs. The pt was redirected to his physician. Additional info was requested.